Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 30 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that the pump software did not accurately adjust insulin therapy. Pump data review showed pump was functioning as intended, however customer maintained the pump was not working properly. Reportedly, the customer continued to use the pump for insulin therapy.